Manufacturer narrative:
Insulin pump passed the displacement and self test. No frozen display anomaly noted during test. Insulin pump received with minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had time clock anomaly. Customer's blood glucose value was 123 mg/dl. Customer stated that the time stopped from time to time. Insulin pump will be returned for analysis.